Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implant and insertion of the intraocular lens, (iol) that the lens buckled. Clarification of buckling was provided where it was stated that after the zcb00 lens was inserted, the doctor noticed that the lens was folded over on itself, and had torn the capsule. The doctor removed the zcb00 lens and implanted a non amo lens. A vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found during the mrr (manufacturing record review). There was no associated deviation or non-conformity report found in the mrr related to this complaint and/or similar issues. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.